Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) medical examiner with limited information. Information identified in the paperwork indicated the patient died approximately five years post implant of the ipg system. A cause of death was requested and reported as cardiac arrhythmia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: sedr01, implanted: (B)(6) 2007; product ID: 5076-52, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Corrected information.